Event description:
While doctor was reaming the femoral canal, the flexible reamer bit broke off inside the femoral canal. Portion of the reamer retrieved under fluoro. Rep from biomet present at time of event. Manufacturer response for reamer, affixuc reamer (per site reporter): the biomet rep was present at the time of the event.